Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump did not deliver insulin. Customer also reported that pump did not alarm no delivery. The blood glucose reading was 324 mg/dl. . In alarm history, no alarm was connected with high blood glucose. Customer also reported that insulin do not exit the pump. Customer used more than 10 units. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.